Manufacturer narrative:
Apoc incident #:(B)(4). The investigation was completed on 07/22/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot e19017.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Note: this incident was received as part of the abbott point of care active monitoring program q2 2019.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.10 on a (B)(6) year old female patient with chest pain. This incident was received as part of the abbott point of care active monitoring program q2 2019. There was no patient information at the time of this report. Return product is available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There is no final diagnosis. An echo cardiogram was recommended as outpatient. An EKG was performed on (B)(6) 2019 that was normal. There is no evidence the patient suffered a myocardial infarction. The investigation is underway. Per I-stat system manual: art: 714258-00q, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).